Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had radio frequency pic failed self-test. No further information provided.

Manufacturer narrative:
The insulin pump alarmed during self-test due to faulty capacitor on the radio frequency board. The insulin pump was received with normal operating currents. The pump passed unexpected error test, excessive no delivery test and displacement test. The insulin pump had a scratched lcd window, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.